Event description:
In 2008: customer reports a male having a CT chest with contrast to rule out pulmonary emboli. Optirary 320, 125ml prefilled syringe in the injector system (customer does not have product sku number, lot number or expiration date). Customer uses different product and can not ID individual product with confidence. Injection protocol of 2ml/second for 100 volume. Upon completion of scan, it was noted a large volume of air (approximately 100ml per radiologist evaluation) within the anatomical regions. Hyperbaric treatment was initially attempted, but patient could not tolerate. Patient then placed on oxygen treatment while placed in a gants position and monitored. Patient was discharged the same month with resolution of air emboli. No further adverse event noted as of this report date.

Manufacturer narrative:
Field service engineer inspected the injector according to liebel-flarsheim service checklist and no problem found. Fse verified the injector was operating per design and manufacturers specifications with all warnings operational. System returned to full service by the customer.